Event description:
It was further reported that physiologic oversensing issue reoccurred, and reprogramming was performed for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, capture threshold in the rv was elevated, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv tip to coil low impedance alert occurred on (B)(6) 2016 at 190 ohms. Sensing integrity counter (sic) lifetime count 11967. High rv threshold measured on (B)(6) 2016 at greater than 2.5 volts. Concomitant product: 5071-35 lead, implanted: (B)(6) 2016.

Event description:
It was reported that low pacing impedance, high thresholds, and many short ventricle-ventricle intervals were exhibited with the right ventricular (rv) lead. No additional information could be obtained after several follow-up attempts. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.